Event description:
The attorney alleged that the pt experienced "worsening pain and increasing loss of function". It was determined that the cause of the symptoms was the formation of granulomas at or near the distal tip of the catheter. The reporter stated that as a result of the inflammatory mass, the pt was in constant, intractable pain and confined to a wheelchair. "She is totally disabled and is completely dependant on others for her custodial care". No intervention was reported.